Event description:
It was reported that the patient underwent a surgery due to unknown reason. The patient was experiencing implant pain following the surgery but is now doing well after program optimization. No further information has been obtained regarding the patients surgery.

Manufacturer narrative:
Block b3: exact date unknown, event occurred a month ago from the date manufacturer became aware of the event.